Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The manufacturer's investigation is on-going and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Repeated attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.